Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after a heart procedure, the right ventricular (rv) lead began to exhibit low pacing impedance, increased thresholds, and diminished sensing. No visual damage was seen on an x-ray, but it is believe that the lead was damaged during the heart procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.